Event description:
On (B)(6) 2010, patient reported she has had a few issues with her down arrow button not working properly on her infusion device. Patient stated she began having this issue a few months ago while attempting to adjust her basal rates. Patient reported the button does pop back out after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.